Event description:
Regarding the following assay: future diagnostics b.v. Stat-intraoperative intact pth kit 510(k): k000471. Package insert for assay does not define that calibration is good for 24 hours or, if the instrument is moved or powered down, recalibration must take place. These facts were only obtained upon questioning of manufacturer about the lack of information regarding calibration frequency and stability. Laboratory developed its own procedure to calibrate off-site and move equipment to the patient (some distance and floors away). Researching whether this would be permissible, identified that no guidance was available from the manufacturer, prompting email contact and receipt of the information above.